Event description:
Customer reports that she obtained results of 175 mg/dl and 96 mg/dl within 1 minute on the same device. Customer does report that the strip is not always dosed properly, but does not indicate on either of these results if that is the case. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.